Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the quantum maverick balloon catheter in two pieces. The shaft and hypotube were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 84.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
Reportable based on device analysis completed on 24-jan-2018. It was reported that shaft kink occurred. The target lesion was located in the coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, it was noted that the device delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.